Event description:
It was reported that cadd legacy pump(dbwc) alarm double beep, cassette attached, during testing. No patient or clinician injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Found high pressure and key stuck messages in the event history log. Found fluid ingressions on the downstream occlusion sensor. Replaced faulty downstream occlusion sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Therefore, no manufacturing DHR review is needed.